Manufacturer narrative:
Corrected information: sex. If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant stent graft system was implanted in the patient for the endovascular treatment of a thoracic aortic dissection. It was reported that, during the index procedure, an angiogram revealed that the valiant stent graft had a type iii fabric endoleak. The physician elected to implant a vascular patch but an angiogram revealed that there was still a small persistent type iii fabric endoleak. The physician elected not to perform any additional intervention and the procedure was completed. The cause of the event was unknown. No additional clinical sequelae were reported and the patient is being monitored by their physician.